Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the device indicated recommended replacement time (rrt) after 4 years of service. The device will be explanted and replaced, but currently remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed high battery impedance, which led to elective replacement indicator (eri). Eri was recorded on (B)(6) 2014. This device was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action.